Event description:
Can no longer continue my usual activities [loss of personal independence in daily activities]. Knees worse than before synvisc-one injections, after synvisc once, which should relieve me for 6 months, the pain increased during actions: sitting down, getting up, standing for a few hours, lying in bed, climbing 3-4 steps was very painful [arthralgia aggravated]. There was no change in the condition of my knees suffering from osteoarthritis/lack of efficacy, having paid $988 for synvisc one, nothing came of it [device ineffective] syringes were injected via topical route [incorrect route of product administration] case narrative: initial information received on (B)(6) 2021 from canada regarding an unsolicited valid serious case received from a consumer/non-healthcare professional. This case involves an unknown age female patient who experienced can no longer continue usual activities, knees worse than before synvisc-one injections, after synvisc once, which should relieve for 6 months, the pain increased during actions: sitting down, getting up, standing for a few hours, lying in bed, climbing 3-4 steps was very painful, there was no change in the condition of my knees suffering from osteoarthritis/lack of efficacy, having paid $988 for synvisc one, nothing came of it and syringes were injected via topical route while being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing osteoarthritis. On (B)(6) 2021, the patient started using hylan g-f 20, sodium hyaluronate solution for injection once (strength: 48 mg/6 ml, dosage, batch number and expiration date: unknown), via topical injection (syringes were injected via topical route -incorrect route of product administration) for arthritis. The patient purchased 2 syringes of synvisc one at a cost of $ 988 for the total purchase. Those two syringes were injected into her by qualified personnel from more than eight (8) days ago and there was no change in the condition of knees suffering from osteoarthritis (device ineffective; start date: dec-2021). Reportedly, after synvisc once, which should relieve her for 6 months, the pain increased during actions: sitting down, getting up, standing for a few hours, lying in bed, climbing 3-4 steps was very painful (arthralgia; intervention required), could no longer continue usual activities (loss of personal independence in daily activities) when was hoping for a rest of 6 months, as advertised. The patient met doctor who gave 2 cortisone injections and there was a marked improvement in the knees. So, having paid $988 for synvisc one, nothing came of it. As of 28-jan-2022, the knees were worse than before synvisc-one injections and with the cortisone injections, 2 - 3 days later, the pain was gone and normal activities. Action taken: not applicable for all events. Corrective treatment- cortisone for arthralgia and not reported for rest of the events. At time of reporting, the outcome was recovering for loss of personal independence in daily activities, arthralgia and unknown for rest all events. A product technical complaint (ptc) was initiated on (B)(6) 2022 for synvisc-one (lot/batch number and expiration date: unknown) with global ptc number: (B)(4). The sample status was not available and the ptc was under investigation. Additional information received on 28-dec-2021 from patient. Event of syringes were injected via topical route with no reported adverse event was added. Preferred term for there was no change in the condition of my knees suffering from osteoarthritis with no reported adverse event was updated from dug ineffective to device ineffective. Clinical course updated and text amended accordingly. Additional information was received on 07-jan-2022 from the quality department. Ptc details were added along with strength. Text amended accordingly. Based on the information previously received, significant contact with the date the information was received that made the case serious was created, added a significant amendment so the csd will revert to the date of the significant contact created in the previous step, deleted the significant contact leaving only the amendment line.

Event description:
Can no longer continue my usual activities [loss of personal independence in daily activities] knees worse than before synvisc-one injections, after synvisc once, which should relieve me for 6 months, the pain increased during actions: sitting down, getting up, standing for a few hours, lying in bed, climbing 3-4 steps was very painful [arthralgia aggravated] there was no change in the condition of my knees suffering from osteoarthritis/lack of efficacy, having paid $988 for synvisc one, nothing came of it [device ineffective] case narrative: initial information received on 28-dec-2021 from canada regarding an unsolicited valid serious case received from a consumer/non-healthcare professional. This case involves an unknown age female patient who experienced can no longer continue usual activities, knees worse than before synvisc-one injections, after synvisc once, which should relieve for 6 months, the pain increased during actions: sitting down, getting up, standing for a few hours, lying in bed, climbing 3-4 steps was very painful, there was no change in the condition of my knees suffering from osteoarthritis/lack of efficacy, having paid $988 for synvisc one, nothing came of it while being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing osteoarthritis. On (B)(6) 2021, the patient started using hylan g-f 20, sodium hyaluronate solution for injection once (strength: 48 mg/6 ml, dosage, batch number and expiration date: unknown), via topical injection for arthritis. The patient purchased 2 syringes of synvisc one at a cost of $ 988 for the total purchase. Those two syringes were injected into her by qualified personnel from more than eight (8) days ago and there was no change in the condition of knees suffering from osteoarthritis (device ineffective; start date: (B)(6) 2021). Reportedly, after synvisc once, which should relieve her for 6 months, the pain increased during actions: sitting down, getting up, standing for a few hours, lying in bed, climbing 3-4 steps was very painful (arthralgia; intervention required), could no longer continue usual activities (loss of personal independence in daily activities) when was hoping for a rest of 6 months, as advertised. The patient met doctor who gave 2 cortisone injections and there was a marked improvement in the knees. So, having paid $988 for synvisc one, nothing came of it. As of 28-jan-2022, the knees were worse than before synvisc-one injections and with the cortisone injections, 2 - 3 days later, the pain was gone and normal activities. Action taken: not applicable for all events. Corrective treatment- cortisone for arthralgia and not reported for rest of the events. At time of reporting, the outcome was recovering for loss of personal independence in daily activities, arthralgia and unknown for rest all events. A product technical complaint (ptc) was initiated on 07-jan-2022 for synvisc one (lot/batch number: unknown) with global ptc number: 100189621.   The sample status of the ptc was not available and the ptc stated that the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 "product event handling" to determine if a CAPA is required.   The final investigation was completed on (B)(6) 2022 with summarized conclusion as no assessment possible. Additional information received on 28-jan-2022 from patient. Preferred term for there was no change in the condition of my knees suffering from osteoarthritis with no reported adverse event was updated from dug ineffective to device ineffective. Clinical course updated and text amended accordingly. Additional information was received on 07-jan-2022 from the quality department. Ptc details were added along with strength. Text amended accordingly. Based on the information previously received, significant contact with the date the information was received that made the case serious was created, added a significant amendment so the csd will revert to the date of the significant contact created in the previous step, deleted the significant contact leaving only the amendment line. Based on the information previously received, ptc investigation results description was added in narrative. Clock start date of follow-up information was updated, event incorrect route of product administration was deleted